Event description:
Vascade vascular closure device applied post procedure. Patient arrived from post anesthesia care unit (pacu) with noted hematoma. Manual pressure held. Medical doctor (md) was notified. Md arrived bedside with cardiac catheterization lab. Femostop femoral compression device was applied to right femoral groin. Noted larger hematoma, upon re-assessment. Md notified, manual pressure held. Patient went to or for evacuation of hematoma.